Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the lead was explanted.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead explant procedure, and the explanted lead will not be returned per hospital policy. The patient was doing well postoperatively.